Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed testing) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.

Event description:
A us distributor reported that a monitor failed incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) is underway. The reported problem (failed testing) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. Completion of root cause investigation found that the monitor was fully functional. The monitor was successfully able to complete essential performance testing. There is no indication of a monitor malfunction, therefore the event is no longer reportable. No adverse event resulted from the alleged equipment malfunction.